Event description:
The customer reported that during a blood infusion, the tubing set snapped without force being applied to the tubing. This caused a leak of blood. There was no patient/ user harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A follow up report will be submitted with the result of the investigation once it has been completed.